Event description:
One of two events in which facility reports two incidences of disconnect of the venous end of the combi set at the patient connector with the same lot of combi sets. In one instance the line was connected to a fistula and in the other instance the line was connected to a procath catheter. For this report the line was connected to a fistula. Refer to pir #for catheter event approximately 20 minutes into treatment the event was noted. During the event the patient lost about 200 ccs of blood due to the discard of the line. No adverse effects or addtional medical intervention was required. The sample line is available and have been picked up by the sales representative. MDR filed due to blood loss only.